Event description:
Bd 10ml 0.9% sodium chloride injection, usp (normal saline) pre-filled syringes to my office and shared concern that the saline looks cloudy/contaminated, saline was expelled from the syringe and was noted to be clear, however the syringe was cloudy/opaque. Reference reports mw5163080, mw5163081, mw5163083.